Manufacturer narrative:
Conclusion: since the valve has been implanted for almost 9 years, it¿s very unlikely that the stenosis / regurgitation are due to any potential manufacturing issue. From the limited information received the valve remained implanted. Without the return of the valve for analysis, a root cause of the stenosis / regurgitation cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years and 9 months post implant of this bioprosthetic valve, due to stenosis and insufficiency. A transcatheter valve was implanted valve-in-valve. No adverse patient effects were reported.